Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was have difficulty recharging and could not obtain coupling. The implantable neurostimulator recharger (insr) kept showing the "reposition antenna" screen. It was noted that the patient had two prior overdischarges. The patient was asked to change the patient programmer batteries to see if communication was possible with the patient programmer. The patient had a return of symptoms at her pain pattern. The patient last had stimulation one week ago, and it was noted there was a sudden change in therapy/symptoms. In addition, the patient had been trying to communicate with the insr for the past three days with no success. The patient was scheduled for an appointment at the physician's office on (B)(6) 2015. Follow-up information indicated the patient was confused; she was re-educated on her patient programmer and insr. At the physician's office, 8 coupling bars were observed. The patient was advised to go home and charge to full capacity. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Event description:
Additional information received reported that the patient was scheduled for a follow up appointment on (B)(6) 2015 to discuss an explant or revision with a non-rechargeable battery.

Event description:
Additional information was received from the health care professional (hcp) indicating that the patient would not be replacing their battery. It was noted that the charger was not working and the patient was to be sent a new one. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was unable to charge again and this was the 3rd strike. A power on reset (por) occurred and the patient's therapy had stopped. The por was related to an overdischarge event. The patient had multiple pors and overdischarges in (B)(6) 2015. The patient wanted the implantable neurostimulator (ins) explanted because she just wanted pills. The manufacturing representative was disconnected before additional details were provided. Follow up was conducted to obtain additional information. If additional information is received, a supplemental report will be sent.